Event description:
A customer in (B)(6) notified biomérieux of false susceptible results associated with vitek®2 ast-n350 (reference 421037). The customer reported for the (B)(4) strain for antimicrobial susceptibility dist. No. 4214 sp. No. 4179, the vitek® mic for piperacillin/tazobactam against escherichia coli was 16 mg/l (sensitive) and it was also sensitive by disc (22 mm). The final result came back as highly resistant > 128 mg/l. Repeat sensitivity testing on the ast-n350 card was performed, and the same result for piperacillin/tazobactam mic of 16 mg/l (sensitive) was obtained. The customer reported using the same inoculum from the same media was put on an ast-n351 card using a urine sample, and the correct result was obtained (>= 128 mg/l). An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer had reported a false susceptible piperacillin/ tazobactam (tzp) result for escherichia coli (neqas # 4214 sample # 4179) using the vitek® 2 v7.01 ast-n350 card. The customer had also tested the isolate with disk diffusion method, which returned a susceptible result as well. An internal biomérieux investigation was performed. Identification of the submitted organism was confirmed and testing included one card from the customer lot (7900428203 cl) of vitek 2 ast-n350 cards, as well as one card from a random lot (7900390103 rl). The reference method used for the development of the incriminated drug was performed in parallel of vitek 2 testing: broth microdilution (bmd) with a constant concentration of tazobactam, which was the method used for tzp03n development: tzp mic = 128/4 mg/l resistant (r). On vitek 2 v7.01 ast-n350 cards (aes parameters : global clsi based + natural resistance): -for cl: the tzp value (16 mg/l) is an essential agreement error (gap > 1 doubling dilution) with the reference mic (bmd, 128/4 mg/l resistant) and the intended neqas result (>128/4 mg/l). The susceptible customer result was reproduced in house. -for rl: the tzp value (>/= 128/4 mg/l) is within essential agreement with the reference mic (bmd = 128/4 mg/l resistant) and the intended neqas result(>128/4 mg/l), with no category error. Vitek 2 ast-n350 lot # 7900428203 met final qc release criteria and passed qc performance testing. Conclusion: the false susceptible piperacillin/ tazobactam on the vitek 2 ast-n350 card is confirmed in-house on customer lot due to a slight variation in growth demonstrated between lots. A complaint and trend review were completed. No further action was deemed necessary at this time. Note: according to the neqas report, using the automated method / clsi- related guidelines, 67.6 % of participants obtained tzp resistant and 17.6 % of participants obtained susceptible.